Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Surgeon went to use the 52 tritanium window trial and the inserter for the trial did not thread properly onto the inserter.

Manufacturer narrative:
Reported event: an event regarding damaged threads of a tritanium window trial was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirmed the reported thread damage. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the tritanium window trial would not thread onto an inserter due to thread damage. This thread damage was caused by cross-threading the trial with a threaded instrument. Product surveillance will continue to monitor for trends.

Event description:
Surgeon went to use the 52 tritanium window trial and the inserter for the trial did not thread properly onto the inserter.